Event description:
The tube deflated during surgery and the patient had to be extubated, and re-intubated.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the endotracheal tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. A manufacturing CAPA is in place to address the reported failure mode.